Event description:
Implant date: 1989. Revision surgery performed on 10/25/1990 to replace construct due to nonunion and instability above the fusion level. Revision surgery on 11/9/1993 to replace device due to nonunion. Explanted in 1996 due to pain.